Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The following additional information received per the patient profile form (ppf) indicates the filter was implanted due to left lower extremity deep venous thrombosis. The filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, caval thrombosis and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient is reported to continue to experience clotting, occlusion of the inferior vena cava, and continues to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature, and embolism do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, caval thrombosis and thrombosis/embolism. The patient is reported to continue to experience clotting, occlusion of the inferior vena cava, and continues to experience anxiety related to the device. The patient¿s history is significant for hypertension, gout, obesity, chronic right knee pain, diabetes, congestive heart failure, chronic obstructive pulmonary disease (copd), syncope, bilateral ear drum rupture, bilateral knee replacement, lumbar disk fusion, carpal tunnel surgery, chronic back and neck pain. The filter was implanted due to left lower extremity deep venous thrombosis in a patient that falls frequently (10-20 times a week) and therefore not a candidate for anticoagulation. The filter was placed via the right common femoral vein. It was deployed below the level of the renal veins. Three years and four months post implant, a doppler ultrasound of the left lower extremity was performed for pain in the left lower leg. The results showed no evidence of deep vein thrombosis; however, there was non-occlusive thrombus present posteriorly and medial to the knee, likely within the saphenous vein. Approximately three years and eight months post implant, the patient was admitted for acute embolic thrombus of the inferior vena cava, a computed tomography (CT) scan was performed and revealed atherosclerosis without significant stenosis, the infrarenal inferior vena cava (ivc) was small and there appeared to be collateral vessels in the retroperitoneum and occlusion of the ivc may be present. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the ivc related to clotting do not represent a device malfunction. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
No additional information will be forthcoming.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. (B)(4). Additional information received per the medical records indicate that the patient has a history of hypertension, gout, obesity, chronic right knee pain, diabetes, congestive heart failure, chronic obstructive pulmonary disease (copd), syncope, bilateral ear drum rupture, bilateral knee replacement, lumbar disk fusion, carpal tunnel surgery, chronic back and neck pain. The filter was implanted due to left lower extremity deep venous thrombosis in a patient that falls frequently (10-20 times a week) and therefore not a candidate for anticoagulation. The filter was placed via the right common femoral vein. It was deployed below the level of the renal veins. Approximately four months post implant the patient was admitted with complaints of chest pain and hypotension. During the hospitalization the patient experienced hematuria and acute tubular necrosis likely secondary to contrast nephropathy. Incidental findings during the patient workup showed a right middle lobe pulmonary nodule and a left adrenal nodule compatible with adenoma. The patient was discharged eight days later to a rehab facility. Approximately two years and three months post implant, the patient was admitted for abdominal pain and intractable right flank pain, diagnosed as cholelithiasis and nephrolithiasis. The patient was discharged home four days later in stable condition. Approximately three years and two months post implant, the patient had a total left knee arthroplasty. Three years and four months post implant, a doppler ultrasound of the left lower extremity was performed for pain in the left lower leg. The results showed no evidence of deep vein thrombosis; however, there was non-occlusive thrombus present posteriorly and medial to the knee, likely within the saphenous vein. Approximately three years and eight months post implant, the patient was admitted for acute embolic thrombus of the inferior vena cava, a computed tomography (CT) scan was performed and revealed atherosclerosis without significant stenosis, the infrarenal inferior vena cava (ivc) was small and there appeared to be collateral vessels in the retroperitoneum and occlusion of the ivc may be present. Approximately three years and eleven months post implant the patient was admitted with right upper quadrant abdominal pain, kidney stones and sepsis. The patient had an emergent left ureteral stent placed for an obstructing left ureteral stone. Due to the patient¿s hemodynamic instability associated with sepsis the patient was intubated. The patient also had a CT guided liver biopsy for a large hepatic mass, results showed it to be non-malignant. The patient was discharged nine days later. Four days later the patient was readmitted with complaints of left sided abdominal pain, was found to have a gangrenous gallbladder and a cholecystectomy was performed. The patient was also noted to be septic from a urinary tract infection and was treated with antibiotics. The patient was noted to have gastritis, esophagitis and esophageal ulceration and stricture, an esophageal dilatation was performed. The patient was discharged nineteen days later. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, caval thrombosis and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The optease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis and embolism do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, caval thrombosis and thrombosis/embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.